Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an open reduction internal fixation with locking compression plate (lcp) was applied to the left proximal tibia fractures. During preparation for the operation, a torque limiter attachment could not be attached to a screw driver shaft. Other devices were used during the operation alternatively. Surgical procedure was completed with no further delay. There were no adverse consequences to the patient. Concomitant devices reported: handle with quick coupling (part#: 311.431, lot#: 2707913, quantity: 1) this report is for one (1) stardrive screwdriver shaft qc/t15. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 314.116; synthes lot: 7867527; supplier lot: na; release to warehouse date: may 15, 2015; manufactured by synthes monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation selection: investigation site: cq zuchwil; selected flow: 2. Device interaction/functional - unable to assemble . Visual inspection: the screwdriver tip is in badly worn and on the torque limiter, impression marks and slight scratches are visible. Functional test: an internal functional test with the returned parts was performed. The screwdriver could be attached and detached to the torque limiter as intended. The problem as per complaint description could not be replicated. Dimensional inspection: not required per selected investigation flow, as the complaint condition could not be replicated with the returned devices. Drawing/specification review: not required per selected investigation flow, as the complaint condition could not be replicated with the returned devices. Summary: both parts are rated as not confirmed, since the articles have passed the functional test as described above. With the provided information, it is not possible to determine the exact cause of the complained issue. We only can assume that during the operation an application error may have taken place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.